Manufacturer narrative:
The device was returned for evaluation. A visual inspection of the tip of a cannulated reamer 2.7mm confirms it sheared off. The broken piece was not returned with the device. The device shows signs of significant wear and use. The contribution of the device to the reported event could not be corroborated. A medical investigation was conducted and confirms without the requested clinical information, the reported cannulated reamer tip breakage could not be further assessed. The cannulated reamer is made of 17-4 ph stainless steel and is manufactured and intended an externally communicating device, it is not intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage/retained foreign body could not be definitively determined. Although unlikely, the potential for corrosion and local irritation/migration of the drill fragment could not be ruled out. No further medical assessment can be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported during surgery, that the tip of a cannulated reamer 2.7mm sheared off while being used. Procedure needed a change in surgical technique to be completed, a delay of 30 or less minutes is reported. The sheared bit of the reamer remains in the patients ankle, unable to be retrieved.